Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit. However, the fse was unable to perform the battery run time test, because the unit displayed that the battery was not at full charge. As a preventive measure, the fse replaced the batteries. Consequently, the fse performed full functional check and safety test. The unit passed all test as per factory specification and was returned to the customer and cleared for clinical use.

Event description:
It was reported that during patient transport the cs300 intra-aortic balloon pump (iabp) battery was losing charge too rapidly. There was no patient harm and no adverse event was reported.